Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the large syringe, then performed several warm up cycles. The customer subsequently calibrated and ran quality control (qc) with no further issues. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported an intermittent "706 syr. L error" with their g8 analyzer. She attempted to troubleshoot by performing a sample reset, but the error persisted. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.